Manufacturer narrative:
Review of batch records indicate that the product was released according to specifications. The instructions for use provided with the product state "as with any surgical procedure, infection is a risk." As well as "the following complications are common with the surgical intervention with barrier membranes and therefore may not be totally excluded: soft tissue dehiscence, hematoma, pain, inflammation, increased sensitivity and redness."

Event description:
Horizontal and vertical defect treated with membragel bone graft material (straumann bone ceramic) on (B)(6) 2010. On removal of the sutures patient had a membrane exposure of more than 2 mm together with infection. Complete removal of the material, collagen sponge and antibiotics and analgesics. The adverse reaction has resolved.